Event description:
It was reported that the customer's insulin pump had a button error alarm. It was stated that the buttons were not pressed for longer than three minutes. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent response due to moisture damage keypad traces. The device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the motor error. The motor passed the motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.